Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing were noted during follow-up. No patient symptoms were reported. The device was intermittently sensing a fine signal on the ventricular channel. Deep breathing reproduced the signal. Reprogramming change was made and the myopotential oversensing was resolved.